Manufacturer narrative:
Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was little loosed. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.